Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) patient was connected to a new machine with new supplies. The nurse examined the lines with the transducer on the new 03-2522-1 combiset bloodline, and everything appeared to be tight. They began to prime the lines, and the nurse immediately saw the saline went into the transducers. The lines were changed again, and they changed the transducers to the larger ones, not the ones that come on the 03-2522-1 combiset bloodline. There was no issue with the priming of the lines. The patient proceeded to undergo treatment and completed the full treatment without any further issues. The nurse stated that when examining the lines, the air was in the head of the dialyzer. There was nothing in the line from the patient to the machine. The air was from the transducer to the dialyzer only. There was no reported patient harm associated with this event. There is no sample associated with this event.